Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros trop I es results from three different patient samples processed on the vitros eciq immunodiagnostic system. In addition, multiple, higher than expected trop I es qc results were obtained using the vitros eciq system. The following results were obtained: patient 1 = 1.29 vs. An expected result < 0.012 ng/ml; patient 2 = 0.31 vs. An expected result < 0.012 ng/ml; patient 3 = 2.86 vs. An expected result = 0.029 ng/ml; qc results = 0.085, 0.104, 0.103, 0.191 vs. An expected result < 0.014 ng/ml; the affected patient 1 and 2 results were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeat tested patient 1 and 2 samples as the physician questioned the results. The affected patient 3 sample was repeated tested as the customer instituted a policy to repeat test all elevated trop I es sample results prior to reporting. It is unknown if there was a report of harm to patients 1 and 2 due to this event. There was no report of harm to patient 3. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, higher than expected vitros trop I es results were obtained from three different patient samples and quality control samples while using the vitros eciq immunodiagnostic system. An ocd fe performed service actions to multiple subsystems of the analyzer. Following these service actions, acceptable trop I es performance was obtained. Additionally, the patient samples were not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely cause of the event is analyzer related. Pre-analytical sample processing cannot be ruled out as a contributing factor for the patient samples. There was no evidence to suggest that a reagent related issue contributed to the event.